Manufacturer narrative:
As reported, patient had an inferior vena cava (ivc) trapease filter implanted for the treatment of blood clot related issues. Approximately one year and 8 months later, patient received a scan. The scan noted that the patients ivc filter can be seen within the ivc region. The scan noted there was prominent vascular calcification within that region, especially prominent on aorta and visceral vessels, as well as enlargement of those vessels. As of the present the patient is still implanted with the device. As the result of the ivc filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The device is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or imaging to review, the reported events of vascular calcification, aortic dilation and pain cannot be confirmed. These reported events do not represent a product malfunction of the trapease device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, patient underwent a surgical procedure to implant a trapease filter for the treatment of blood clot related issues. Approximately one year and 8 months later, patient received a scan. The scan noted that the patients inferior vena cava (ivc) filter can be seen within the ivc region. The scan noted there was prominent vascular calcification within that region, especially prominent on aorta and visceral vessels, as well as enlargement of those vessels. As of the present the patient is still implanted with the device. As the result of the ivc filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body.